Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the tip of the shaft of the surefire scorpion needle was broken, and the needle shaft remaining was bent. The broken piece was not returned for investigation. (B)(4) warns against the usages listed to help avoid needle breakage and potential patient injury. Do not resterilize or reuse the scorpion¿ suture passer needle. ¿ avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. ¿ ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. ¿ avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to use error due to not following the surgical technique as required.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the needle broke inside the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.